Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient was also experiencing inadequate stimulation coverage and intermittent stimulation. Database analysis revealed the battery discharge and charge profiles had no anomalies. The impedance measurements revealed 5 contacts with high values. The ipg appeared to be working as expected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient was also experiencing inadequate stimulation coverage and intermittent stimulation. Database analysis revealed the battery discharge and charge profiles had no anomalies. The impedance measurements revealed 5 contacts with high values. The ipg appeared to be working as expected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient was also experiencing inadequate stimulation coverage and intermittent stimulation. Database analysis revealed the battery discharge and charge profiles had no anomalies. The impedance measurements revealed 5 contacts with high values. The ipg appeared to be working as expected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a battery upgrade.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient was also experiencing inadequate stimulation coverage and intermittent stimulation. Database analysis revealed the battery discharge and charge profiles had no anomalies. The impedance measurements revealed 5 contacts with high values. The ipg appeared to be working as expected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient was also experiencing inadequate stimulation coverage and intermittent stimulation. Database analysis revealed the battery discharge and charge profiles had no anomalies. The impedance measurements revealed 5 contacts with high values. The ipg appeared to be working as expected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient was also experiencing inadequate stimulation coverage and intermittent stimulation. Database analysis revealed the battery discharge and charge profiles had no anomalies. The impedance measurements revealed 5 contacts with high values. The ipg appeared to be working as expected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient was also experiencing inadequate stimulation coverage and intermittent stimulation. Database analysis revealed the battery discharge and charge profiles had no anomalies. The impedance measurements revealed 5 contacts with high values. The ipg appeared to be working as expected. The patient will undergo a revision procedure.